Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, rewind test, self test and unexpected restart error test. No audio/beep anomaly noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted during testing. No moisture damage noted on electronics assembly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin was squirting during the manual prime process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.